Event description:
It was reported that the surgeon using targeter system for 3.5 medial-distal plate; plate would not slide percutaneously on targeter - tip of plate getting caught on soft tissue. Or time extended 45 minutes. No harm to pt.